Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "oxygen supply failed" can lead to a delay in the therapy, cause serious injury or death since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a clogged hpo inlet filter. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hi (B)(6), the report I received from our customer is: MRI ventilator alarmed "low oxygen" during MRI and transfer back to ICU. Patient was on 30% fio2 prior to transport with spo2 95%. Once alarm started, spo2 decreased to 86%. Patient required 100% fio2 for spo2 to be 97%. Writer connected the ventilator to the wall o2 and to a full o2 tank however this did not fix the problem. All connections were secure." We are having one of our field reps look at this unit tomorrow and he will see if this is reproduceable, as well I have asked the hospital's technician if this was a reported event and approximately when the o2 supply was changed from the cylinder to the hospital wall supply. I should have more information for you tomorrow. For now does anything come to mind?